Event description:
It was reported that during a routine follow-up, vt episodes were detected and svt discriminators were used to evaluate the rhythm. Based on the discriminators (programmed to ventricular only), the device withheld high voltage therapy. Due to significant changes in the qrs waveform, the physician validated tachycardia as the cause of the event. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.